Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75 mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was able to be removed from the burr catheter with some restriction. There are numerous kinks along the body of the wire. The floppy distal end of the wire is detached and missing along with the solder. The dimensional inspection of the overall length and distal tip of the device could not be performed due to the device condition. The outer diameter of the middle and proximal section of the device were within specification.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure.

Event description:
It was reported that the burr became stuck on the rotawire. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified proximal and mid left anterior descending artery (lad). A 1.75mm rotalink plus and a rotawire were selected for use. During the procedure, it was noted that the burr was stuck on the rotawire. The burr and wire were removed together as one unit. There were no patient complications reported and the patient's condition was good post procedure. It was further reported that the spring tip possibly detached at outside patient.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The wire was able to be removed from the burr catheter with some restriction. There are numerous kinks along the body of the wire. The floppy distal end of the wire is detached and missing along with the solder. The dimensional inspection of the overall length and distal tip of the device could not be performed due to the device condition. The outer diameter of the middle and proximal section of the device were within specification.